Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During troubleshooting, the doctor indicated the image was better with a 4k monitor, it was possible to manually adjust brightness. The customer was advised to check cabling, to perform white balance against red then white balance against white. During device evaluation of the customer¿s returned device, it was observed that worn out socket slider switch caused intermittent use of high intensity mode and the light output measured within range. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), that the image with the evis exera iii xenon light source appeared to be dark. The intended therapeutic and diagnostic procedure was completed with an unspecified delay using a different tower. There were no reports of patient harm. Patient identifier (B)(6) (model number: clv-190, serial number: (B)(6) ) captures a similar event. Patient identifier (B)(6) (model number: clv-190, serial number: (B)(6) ) captures an additional similar.